Event description:
This is a spontaneous case report received from a medical doctor in united states on 02-mar-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for contraception. Medical doctor (md) placed essure on left side with no issues. On right side, the insert stretched and may have broke but she was unsure. The doctor had a piece of coil outside of the patient and the piece which was still inside was the outer coil that was stretched and broken off (she said the blunt tip of the trailing coils). She saw what she thinks is the inner coil sticking out of the ostia. An x-ray was performed and physician only saw 3 markers, believed that the last marker broken off during insertion. She will wait for hsg. Ptc investigation result was received on 13-mar-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a reported product issue (breakage) and usability issues (use error. Complicated insertion). However, no adverse events were reported at this point in time. Furthermore, no batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert). On left side the micro-insert was placed with no issues. On right side, the insert stretched and may have broken and a piece was still inside the patient. Apparently the inner coil was sticking out of the ostia. After the procedure, x-ray was performed and she only saw 3 markers on xray and believed that the last marker broken off during insertion. This event, seen as device breakage and device use error, is non-serious. Device use error is listed in the reference safety information for essure, while device breakage is listed (anticipated) according to product technical analysis (ptc). Single cases have been reported of essure breakage. Considering the events occurred in association with insertion procedure and given their nature, the reported events are assessed as related to essure use. Since breakage, malfunction, was reported this case is regarded as other reportable incident. The ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Follow-up from 18-jun-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert). On left side the micro-insert was placed with no issues. On right side, the insert stretched and may have broken and a piece was still inside the patient. Apparently the inner coil was sticking out of the ostia. After the procedure, x-ray was performed and she only saw 3 markers on x-ray and believed that the last marker broken off during insertion. This event, seen as device breakage and device use error, is non-serious. Device use error is listed in the reference safety information for essure, while device breakage is listed (anticipated) according to product technical analysis (ptc). Single cases have been reported of essure breakage. Considering the events occurred in association with insertion procedure and given their nature, the reported events are assessed as related to essure use. Since breakage, malfunction, was reported this case is regarded as other reportable incident. The ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.